Event description:
The MFR received info alleging a pt was hospitalized for low blood oxygen saturation while using a everflow oxygen concentrator that reportedly had low oxygen output. There was no report of permanent harm or injury to the pt.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The allegation of the device having low oxygen concentration was not confirmed. The device passed all final testing with no malfunctions or deficiencies identified. The manufacturer concludes the device to operates and alarms to design specifications.